Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d160804-1). The meter was shipped to pdc on 06/17/2019. Strips were manufactured on 08/04/2016 and were expired in 08/2018. Because the suspected bgms was not returned to okb, the retained device (serial#: (B)(4)) was used to re-test, and the complaint situations did not occur. Also, the suspected strips were expired and out of specifications. The root cause of the issue is unable to be verified with expired strips and insufficient user's information. The complaint has to be closed out if no further action or information from the user.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 1:45pm at home. End-user stated that he tested his blood glucose with his prodigy meter and received a result of hi. A normal result for him for that time of day is around 157mg/dl. He then tested 4 more times and received a result of hi again. There was no food or medication consumed prior to going to the hospital. The end-user stated that he started to feel dizzy and had a headache, so he went to (B)(6). Upon arriving his blood glucose was 72mg/dl. His vitals were checked, and he did not receive any treatment for his blood glucose. He was told by the hospital staff to ensure he eats. End-user was educated to not use expired products.